Event description:
It was reported that a patient experienced cardiac arrest and subsequently passed away due to the event coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient had an accidental fall and broke a bone. It was reported that the patient was not connected to the homechoice (hc) at the time of the fall. Four days prior to death, the patient was admitted to the hospital with the diagnosis of ¿fell and broke bone¿. The patient was receiving pd therapy during hospitalization while awaiting surgical repair of a fractured hip. It was unknown if the patient was using baxter pd solutions while they were hospitalized. It was unknown if the patient was using his hc or the hospital¿s for pd therapy during hospitalization. On an unreported date, the patient experienced cardiac arrest and subsequently passed away. Treatment was not reported. The cause of death was cardiac arrest. At the time of death, the patient had not had his surgery for the repair of his fractured hip. It was unknown if the patient was connected to the hc or performing pd therapy with any baxter solutions at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4) . The device was not returned and the serial number is unknown, therefore, a device analysis cannot be completed. The cause is undetermined. Should additional relevant information become available, a follow-up will be submitted.